Event description:
On (B)(6) 2012, the pt's wife reported that the infusion device had been displaying e6 (mechanical error). During troubleshooting the infusion device displayed e10 (cartridge error) when going through the process of changing the insulin cartridge. The pt put a new battery in the infusion device and again it displayed e10. The pt's wife stated that on (B)(6) 2012 at 4:45 am, she heard a strange noise and went to check on her husband. She found him covered in sweat and unresponsive. She checked his blood glucose level and it was 30 mg/dl. She stated that she lined his jaw line with peanut butter and then called 911. He was still unresponsive when the ambulance arrived at her house and at this time his blood glucose level was 45 mg/dl. He was given an IV of dextrose. He woke up about half a mile from the hospital. She stated that they ran a lot of tests on him. She said his blood glucose levels have been "good" since he arrived at the hospital. The pt is now using his back-up infusion device and has not had any further blood glucose problems. The pt had elevated blood glucose levels the day before the incident and had not been hungry and did not eat much that night. He did not deliver any bolus of insulin before bed, but he was still receiving his normal basal deliveries. His normal blood glucose level is 60 - high 100's mg/dl. The infusion device was requested to be returned for eval.